Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found the receiver will boot and charge. Navigate in receiver menu to "profiles" and "try it": failed. Perform manual test by setting sound level to 55: failed. A review of the share log failed. The complaint is confirmed because no sound was heard. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/15/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.